Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that while the patient was undergoing radiation therapy for basal cell carcinoma on the patient's forehead, the patient reported feeling like the heart was "jumping out of my chest". The device is still in use. No patient complications have been reported as a result of this event.